Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a latex glove was inserted into her vaginal canal by way of the tampon applicator. Upon examination, three additional applicators were found to contain latex gloves inside them. These additional applicators were not used. The consumer advised us that she has a slight latex allergy and was experiencing vaginal irritation. The consumer informed us that she was diagnosed with a yeast infection by a health professional and was prescribed diflucan. The consumer reports that she is now fully recovered.